Manufacturer narrative:
Sorin group (B)(4) manufactures the sorin s5 system. The incident occurred in (B)(6). This medwatch report is filed on behalf of sorin group (B)(4). Sorin group (B)(4) received a report that pumps stopped rotating and the displays disappeared. Earlier in priming a battery test required message was displayed even though it was within the specified time of battery testing. This occurred several months prior with a pump but disappeared. The investigation is ongoing. A follow-up report will be sent when the investigation is complete.

Event description:
Sorin group (B)(4) received a report that the pumps on the console stopped rotating and then the readings on the displays disappeared. The clinician was able to restart the pumps by power cycling but the issue re-occurred. Hand cranking was used to maintain flow as the pumps could not be used. It was reported that during priming a battery test required message appeared even though it had been within the specified time since the last battery test. The same problem occurred several months ago with a pump but disappeared. There was no patient injury.

Manufacturer narrative:
Livanova (B)(4) manufactures the s5 system. The incident occurred in (B)(6). This medwatch report is being filed on behalf of livanova (B)(4). A livanova field service representative was dispatched to the facility to investigate. The service representative was able to confirm the reported issue and traced the failure to a defective battery switch board. The technician replaced the board to resolve the issue. The batteries were also replaced as precautionary measure. Subsequent testing tested was completed without further issues and the device was returned to service. A review of the DHR did not identify any deviations or non-conformities relevant to the reported issue. Evaluated on site by livanova rep.